Event description:
It was reported that the device would shut itself back off during the power-up sequence. This occurred during the customer's routine check of the device. There was no patient involved.